Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 502 mg/dl. The husband of the customer reported that the customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including irritability and increased dementia. Troubleshooting was done. No additional information was provided.